Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e had underfilled tubes. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: defect; low draw. Quantity: 20. Effects: no other adverse effects on patients.

Manufacturer narrative:
H.6 investigation summary: bd did not receive samples or photos for investigation. Therefore, 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. No issues were observed relating to underfill as all samples met specifications. To ensure tubes draw to an acceptable volume, a number of factors should be considered: evacuated tubes are designed to draw the volume indicated. Filling is complete when vacuum no longer continues to draw. When using a winged blood collection set for venipuncture a discard tube should be drawn first to ensure the blood collection set tubing¿s ¿dead space¿ is filled with blood. The quantity of blood drawn varies with altitude, ambient temperature, barometric pressure, age of the tube, venous pressure and filling technique. Tubes with smaller draw volumes (partial draw tubes denoted by translucent closures) may fill more slowly, due to the lower vacuum, than tubes of the same size with larger draw volumes. Key factors to ensure the correct vacuum draw: ensure storage temperature is correct (4°c - 25°c). Ensure the blood collection system is assembled correctly. Ensure a discard tube is used with a blood collection set. Ensure proper needle positioning in the patient¿s vein during the venipuncture. Ensure the tube is placed centrally in the needle holder for complete puncture of the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e had underfilled tubes. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: defect; low draw. Quantity: (B)(4). Effects: no other adverse effects on patients.

Manufacturer narrative:
Investigation summary and codes have been updated due to photos being obtained: h.6. Investigation summary: no customer samples and 1 photo were received in support of this complaint from catalog 362788, lot number 2259022. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube label. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e had underfilled tubes. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: defect; low draw quantity: 20. Effects: no other adverse effects on patients.